Manufacturer narrative:
The samples were serum collected in 13 x 75 mm tube. The samples were aliquoted by the automate and tested on the dxc 800. The sample volume used in the testing is 3 ul. The customer ran therapeutic drug monitoring (tdm) controls after loading and calibrating reagent once a day. All the daily qc results met established ranges. A bci field service engineer (fse) inspected the instruments and did not note or identify any issues a clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low gentamicin results on two patients generated by the unicel dxc 880i synchron access clinical system. The results were reported out of the laboratory. The hospital's pharmacist identified the results as erroneous and notified the customer. The samples were repeated and higher results were obtained. Amended reports were initiated. Patients' treatment was not impacted by this event.